Event description:
It was reported that a 79 year old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient was cardioverted and their blood pressure dropped. The doctor used ultrasound and found a pericardial effusion. A pericardiocentesis was performed and an unknown amount of fluid was withdrawn. The patient stabilized. The carto hardware worked within specifications, and they did not request evaluation of hardware. Additional information was received. The adverse event was discovered during use of bwi products. Physician¿s opinion on the cause of this adverse event was unsure. Intervention provided was that pericardial effusion was drained. Outcome of the adverse event was fully recovered. Patient required extended hospitalization because of the adverse event, but details were unsure. Patient¿s date of birth was (B)(6) 1943. Abt brk needle was used for the transseptal puncture performed. Ablation was performed prior to noting the cardiac tamponade. It was unsure if there was evidence of steam pop. The event occurred post-ablation testing phase. The flow setting for the irrigated catheter used in the event was unsure. Correct catheter settings were selected on the generator. It was unsure if pump switching was from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used was dashboard, vector and visitag. Parameters for stability for the visitag module used was 3,3,25,3, tag size 3. No additional filter used with the visitag.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).